Event description:
Non-tapered implant trial broke during a procedure.

Manufacturer narrative:
Per theken field clinical engineer (B)(4) - the surgeon had an epod trial from the new trial set break on him during a procedure last week. It was a 22mm 0 degree 12mm epod trial. It fractured at the groove on the instrument shaft denoting the 26mm length on the trial. He had to take a coker to remove the trial from the disc space. Per the DHR, this batch of trials was inspected as a first article in (B)(4) 2009 and was passed without any non-conformances.